Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received by the manufacturing site for evaluation; however, a photograph was provided by the customer. Evaluation of the photograph shows a pseudophakic eye claimed to be a tecnis eyhance iol with simplicity delivery system (model dib00). One picture shows a lens implanted with a wavy particle. It is not clear if the particle was located in the anterior or posterior surface of the lens. The particle measures approximately 5mm starting from the edge of the capsulorhexis at 5:00 and ends as curly in the iol optical center. The other picture shows an eye with an iol already implanted but with the irrigation/aspiration tips in the anterior chamber trying to aspirate a fiber-like particle. The nature, root cause, or potential clinical impact of the reported event cannot be determined from a picture assessment. The complaint issue of foreign material - loose was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was some kind of a swirl stick to the optic of the preloaded tecnis simplicity intraocular lens (iol). This issue occurred with two units on the same day. In one of these cases the doctor managed to remove it during the aspiration stage; but for the other case, the material remained in the eye. The doctor had to take a pincet to take the particle out. No interventions such as a vitrectomy or similar were needed. The shooter was prepared as usual and nothing felt wrong during preparation. No further detail was provided. This is report 2 of 2. A separate report is being submitted for the other unit.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: initial reporter first & last name: unknown, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.